Event description:
The customer stated that they received questionable low results for a total of 15 patient samples tested with ise indirect na, k, ci for gen.2 on a cobas 8000 ise module. The customer provided data for 14 patient samples and of these, 10 had erroneous test results. The erroneous initial results were reported outside of the laboratory. The samples were repeated on a different analyzer and the repeat results were believed to be correct. Refer to the attachment for all patient data. No adverse events were alleged to have occurred with the patients. The na, k, and cl electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer suspected there was a leak from the drain tubing an/or the sample probe. He inspected the top side of the ise blocks and found small amounts of serum in and around the mixer. He replaced the sample probe. Dried serum was found under the ise block of one channel. He inspected solenoid valves and these looked fine. He inspected under the foam of the system and found little debris. He found that most of the liquid was coming from tubing that connects the drain for the mixer to the main drain line. He replaced tubing. He primed the ise system and ran ise checks; these passed. Calibration was performed and this passed. He ran precision studies. No alarms were noted on the last calibration performed on (B)(6) 2018. Quality controls were within range. There was no indication of a reagent or instrument performance issue. The investigation determined that the service actions resolved the issue.